Manufacturer narrative:
No patient information provided after calls to customer (B)(6) 2021. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was manually ventilated, unit replaced, and case resumed. There was no report of patient injury.